Manufacturer narrative:
H3: product ID 97715, serial# (B)(6), was returned for product analysis. Analysis found no significant anomalies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the patient. It was reported that issues the patient had with the implant had been difficult to deal with, and they noted that there had been something wrong with the device. When the issues started they were not too bad, but they continued up until the time they permanently powered it off. Since then and since removal, the patient did not experience the jolts, which was a huge relief. The latest surgery was difficult for the patient, as was the recovery. The doctor noted that there was scar tissue, and each surgery only made that a bigger factor. The patient's back pain continued and was worse now as it no longer stayed in their lower back, but went higher in between the patient's shoulder blades. The patient noted that the whole ordeal had "taken a toll" and the patient did not want any type of stimulator as they feared any further surgeries. The patient felt that the jolt s/increased pain was a direct result of the stimulator. The patient noted that no other explanation made sense; the jolts stopped immediately after it was shut down, and it had not occurred since removal.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's ins never worked properly, and it did not provide the relief the trial offered. The technicians tried many different settings. The patient noted that it seemed to be helping a bit, but over time its effectiveness had diminished. Earlier in 2025 the patient was walking through a parking lot when suddenly a sharp jolt and shock occurred on the right side of the patient's spine. It was painful and caused them to stumble; the patient felt like their legs were going to give out. Just as quickly as it happened it was gone, and there were no lingering effects or pain. A few days later it happened again; the patient experienced the same pain and jolting, then nothing afterwards. The patient told their surgeon what happened and they were concerned, and they had a technician come in and listen to the patient's issues. Some adjustments were made to their settings and the patient was scheduled for another appointment. The doctor ordered x-rays and they were taken the morning of the patient's next visit. The jolts did not happen every day. Sometimes it would be two or three days between them, and sometimes it would be a couple in one day. It didn't matter what the patient was d oing, whether they were sitting, walking, or laying down. The patient was concerned about driving; they started turning the ins off and when it was off, the patient never experienced the issue. The day they turned it back on they had two incidents, so they once again shut it off. The patient had several visits with their doctor, and each time one of the technicians would make changes to the settings. It was suggested that the patient shut it off whenever the jolts occurred when they were driving. The patient had the issue occur when sitting in a recliner, rarely when sleeping, and fortunately never when driving. The ins was now turned off. The patient wanted the device removed; the little amount of pain relief they received was something they could manage without the device, and they did not want to continue to have these jolts. The patient noted that they would not be replacing the ins. Having another surgery concerned the patient as they had heart issues; the patient had to stay in the hospital overnight for outpatient surgery because of bleeding issues and heart problems. They believed the stimulator was defective and that it would become a serious issue soon. The patient was scheduled for removal on (B)(6) 2025.

Manufacturer narrative:
B3: date inaccurate, only the year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.